Event description:
Asr revision, asr xl acetabular system - right, reason(s) for revision: pain.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA. UDI: (B)(4).l this complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
Update - marked as legal, added kid number, added additional hospital, amended implant date. Taken from (B)(6) email dated (B)(6) 2015.

Manufacturer narrative:
(B)(4). Investigation summary: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA-(B)(4). Ongoing post market surveillance is conducted per our procedures for this product. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: new etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ asr revision; asr xl acetabular system - right; reason(s) for revision: pain. Update: implant date and serial codes received 24 june 2012. Update - marked as legal, added kid number, added additional hospital, amended implant date. Taken from (B)(6) email dated 1st sept 2015, kid 7160. Update mar 23, 2018: email notification from kennedy's received. There is no new information added that changes the MDR reportability.

Manufacturer narrative:
Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.